Event description:
The smart cap on the PICC line was found to be leaking which lead to the lumen of the PICC clotting. Numerous caps were tried and found to be leaking; the patient's blood sugar dropped to 45.